Event description:
Patient reported right side capsular contracture, baker grade IV and deformity. Healthcare professional later confirmed capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported right side capsular contracture baker grade IV and deformity. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and visibility/palpability was received on december 11, 2024, with lot number 3602038. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side capsular contracture baker grade IV and deformity. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.